Event description:
Event description guidant received information that this implantable transvenous defibrillation lead has intermittent capture, a pacing impedance of 2400 ohms, and a shock impedance greater than 125 ohms. The rep suspects that the lead is fractured; however, close fluoroscopic inspection of the lead did not yield conclusive information showing a lead fracture. The lead was surgically capped.